Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak associated with loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during preparation, the sgc failed to hold water column. It was reported that during preparation of the steerable guide catheter (sgc), it was noticed that the hemostatic valve didn¿t hold the water column. Troubleshooting was performed but was unsuccessful. It was decided to replace the sgc. A new sgc was used in the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.